Manufacturer narrative:
(B)(6). A medtronic representative, following-up at the site, reported the open spine clamp screw could not be tightened properly. RMA issued. Replacement device shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Analysis of the suspect clamp finds: the threads of the adjustment screw are damaged in the middle of travel locking up the clamp face. The hex head of the adjustment screw is slightly rounded out along with tool marks around the outside edge. A new clamp was sent to the site for issue resolution.

Event description:
A site representative reported a spine clamp screw that was worn out and can no longer be used. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.